Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via social media post by the customer's next of kin that they got a call from someone claiming to be from medtronic, telling them to change the customer's pump settings and had very detailed customer information. The customer¿s blood glucose level was unknown at the time of the incident. The caller reached out to a nurse and after several calls, realized it was not medtronic that had called them. The caller stated that the pump may have been hacked. Troubleshooting was not completed. The insulin pump will not be returned for analysis.